Manufacturer narrative:
(B)(4). The customer report of display problem - missing segments - was verified. The display card was replaced, after which the device was tested and passed.

Event description:
It was reported that the device was missing segments in the pulse window (display). There is no report of patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.